Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, per complaint details, a revision was performed approximately 5-years post implantation due to loosening. It was communicated that no further information was available for inclusion in the medical investigation. The clinical root cause was reportedly loosening; however, the root cause of the loosening could not be assessed. The patient impact beyond the reported loosening and subsequent revision could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation become available in the future, this case may be re-opened/re-assessed. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing, lack of ingrowth and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka on 2016, a revision surgery was performed on (B)(6) 2021 due to loosenin. A gns ii cmt tib size 5 left and a lgn ps high flex xlpe sz 5-6 11mm were explanted. The current health status of patient is unknown. No further information is available.